Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A review of the device 12-month service history was performed and no similar event was indicated.

Event description:
The event involved a plum 360 infusion pump. It was reported the device turned off during infusion, possibly had a battery issue. There was no report of harm.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.